Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 bisector was not coming out of the device in the usual fashion and part of the device which is supposed to retract back into the device all the way was not doing so.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000379282 history record review was completed. There was a ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.